Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned for analysis. Visual inspection of the lead found four full breach insulation degradations exposing the outer coil, two were noted adjacent to the connector boot and two were noted in the middle region of the lead. In all locations surface cracking was noted, while in two locations the outer insulation was twisted. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.